Event description:
It was reported that during an implant procedure, an attempted right ventricular (rv) lead exhibited high impedances. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.